Event description:
It was reported that the patient presented in clinic for follow up when it was observed that the patient had received inappropriate therapy for atrial fibrillation. The device was reprogrammed.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Upon further review it was noted that the device explant, return, and analysis results were unrelated to the initial event.